Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Pump alarmed with manual prime. Customer was advised that no delivery was caused by set / reservoir occlusion. Per customer's request, insulin pump would be replaced due to color. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.